Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review is not applicable or relevant because the results of the complaint investigation did not indicate a problem with the manufacturer or repair of the device. The device was returned for analysis and has been evaluated. The device passed functional and delivery tests. The device was powered up and alarmed ec 1660 which is an issue with the processor on the circuit board. No actions were taken for the primary concern reported; however, the circuit board was replaced along with the liquid crystal display (lcd). The customer reported event was caused by a defective processor on the circuit board.

Event description:
It was reported that there was liquid crystal display (lcd) bleed. No patient injury was reported.